Manufacturer narrative:
Customer was transported to the emergency room (e.r.), unconscious from cardiac arrest on (B)(6) 2016. Customer alleged the cardiac arrest was due to elevated blood glucose (700s mg/dl) with ketones present. CPR was performed before customer was transported to the ER and admitted to the ICU. Customer was resuscitated and received IV fluids. Customer alleged that the pump was not delivering insulin which led to the reported event. Customer reported that when the infusion set cannula was removed it was bent. Prior to being hospitalized, customer delivered multiple boluses via pump to address elevated blood glucose. Customer was discharged on (B)(6) 2016 with blood glucose in the 100 mg/dl range. Reportedly, a cardiac defibrillator was surgically implanted as a result of the event. Pump data was reviewed by tandem technical support and no pump issues were identified. Cartridge was found to have been in use on the date of event for five days (loaded on (B)(6) 2016). Cts reminded customer pf humalog labeling and customer acknowledged. The t:slim pump user guide indicates that humalog has been tested up to 48 hours.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after having a heart attack. The contact was not sure if the customer's heart attack was related to the pump or supplies. Multiple attempts were made to follow up with the customer; however, no additional information was provided on the reported event.